Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and the bard/davol device used to treat the patient. The patient's attorney did not allege any specific device failure and no medical records have not been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided at this time, no conclusions can be made between the bard/davol device used to treat the patient and any problem with the device. Should additional information be provided, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2014 - the patient was implanted with an unspecified bard/davol sepramesh composite ip. The patient is making a claim for an adverse patient outcome against the sepramesh composite ip. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained."

Event description:
The following was alleged by the patient's attorney: (B)(6) 2014 - the patient was implanted with an unspecified bard/davol sepramesh composite ip. The patient is making a claim for an adverse patient outcome against the sepramesh composite ip. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained." Addendum per additional information provided: (B)(6) 2014 - patient was diagnosed with incisional hernia and attenuated right lower abdominal wall thereby underwent open repair with the implant of sepramesh ip. Per operative notes, ¿identified the adhesions and were taken down. On the right lower abdomen, the hernia was identified. A sepramesh ip was sutured using sutures.¿ (B)(6) 2015 - patient visited hospital for ventral hernia. (B)(6) 2015 - patient was diagnosed with recurrent incisional hernia thereby underwent repair. Per operative notes, ¿the old scar was excised. There were extensive omental and small bowel adhesions which were taken down. The hernia was identified. The appendix was stuck to the mesh in the lower abdomen. A biological mesh was placed.¿ (B)(6) 2016 - patient was diagnosed with breech in labor, extensive of abdominal surgery with mesh on the anterior abdominal wall and bicornuate uterus thereby underwent repair of low transverse cesarean section. Per operative notes, ¿patient underwent cesarean section delivery. Encountered thick scarring anterior to mesh. There is small intestine adherent to the abdominal wall in the right lower quadrant. Did need to cut through the mesh to gain access to the uterus.¿ attorney alleges that the patient had adhesions, bowel perforation, infection, mesh migration, other organ perforation, pain, hernia recurrence and emotional injuries. It was also alleged that appendix stuck to mesh in lower abdomen and appendix removed.

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and the bard/davol device used to treat the patient. The patient's attorney did not allege any specific device failure and no medical records have not been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided at this time, no conclusions can be made between the bard/davol device used to treat the patient and any problem with the device. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 8 months post implant of sepramesh ip, patient was diagnosed with hernia recurrence, adhesions and scar tissue thereby underwent repair. The instructions-for-use supplied with the device lists hernia recurrence and adhesions as possible complications. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note, the manufacturing date (15-jul-2014) is considered to be a best estimate. Update fields: a2, a4, b2, b3 (date of event), b4, b5, b7, d4 (product catalog no, corporate lot no, expiry date, UDI no), e3, g1, g3, g6, h2, h4 (manufacturing date), h6, h10. Note: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : not returned